Manufacturer narrative:
(B)(4).

Event description:
Celect ivc filter found to be fractured, with one arm broken off and retained within the filter. Tip was also embedded. Pt had a failed prior attempt at retrieval. Filter was removed with forceps, as was fragment.